Event description:
Information was received from an unknown source in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity. It was reported that the patient no longer has the pump. The patient had (B)(6) at the site and had to have it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.